Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported reader is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their freestyle libre built in meter. Customer reported a low reading of 250 mg/dl which was lower than lab reading of 600 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time product has not been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that precision strips continues to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product-related issues. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving a low reading from their freestyle libre built in meter. Customer reported a low reading of 250 mg/dl which was lower than lab reading of 600 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.